Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic stimulation. Upon review of x-ray, it was noted that the lv lead had dislodged. The lv lead was programmed off pending review by the cardiologist to determine the course of action. No adverse patient effects were reported. This product remains in service.